Event description:
Hip prosthesis was implanted on 5/1/96. On 5/2/96, pt reportedly in bed with abduction pillow between knees, lying on right side, reports feeling a "click" with repositioning in bed. On 5/2/96, closed reduction of dislocated hip performed. Surgeon reports "click" when hip brought in from flexion to extension and allegedly felt there was too much "play" in the hip prosthesis. On 5/7/96, returned to surgery for revision of acetabular shell and replacement of femoral head due to alleged dissociation of the shell from the liner. The ring, liner and ball from the 5/1 hip replacement was explanted and co acetabular lock ring, ring lock acetabular liner and modular head component were implanted. The pt had an uneventful post-op course after the 5/7/96 revision.